Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was fine, however the doctor felt /got a static shock from the patient during a programming session. The patient's husband remarked it had happened to him recently. It was reported that patient had had a fall. It was noted that electrode impedances were in range, however one therapy impedance was high. It was reported that an x-ray was done to find out what the problem was. It was unknown if the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.